Event description:
It was reported that the programmer experienced an error "at boot up." It was further reported that the error cleared after cycling the power. The programmer was not to be returned to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.